Event description:
Ambulance personnel were attending to a pt in ventricular fibrillation. During an attempt at countershocking the pt, the device allegedly did not transfer energy. The operator based his opinion of a failure to discharge on the failure to hear the transfer relay click and a lack of expected muscular reaction to defibrillation. A back up device was obtained and used. The pt was resuscitated. The rptr stated there were no adverse effects to the pt as a result of the alleged malfunction.